Event description:
According to the reporter: the problem is the toilet seat. It clicks on barely and whenthe instrument is pulled out the seat pops off. They do not reseat it prior to pulling the instrument all the way out so there is a lot of force and jiggling of the instrument to get it out.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/03/2015.

Manufacturer narrative:
(B)(4)